Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the outer package was opened during surgery and the inner packaging was found to be cracked through all of the layers. This compromised sterility and product was not used. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found creases indicating that the side panel of the carton box was slightly deformed inwards. The seal was broken indicating that the box had been opened. The outer sterile cavity had been stressed/fractured/crushed; there were holes at the stressed/crushed corners. The outer tyvek lid and the inner cavity were intact. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to transit damage which is outside the customary conditions of processing, storage, handling, and distribution. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.